Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Event description:
Material#: unknown batch#: unknown. It was reported by customer that upon opening the package, it appears I received expired box of product. Verbatim: rcc received a complaint via email. Email(s) attached. Customer purchased the bd eclipse 25g 1in with 3ml syringe. Upon opening the package, it appears I received expired box of product.

Event description:
It was reported that bd eclipse syringe box was received with expired date. The following information was provided by the initial reporter: customer purchased the bd eclipse 25g 1in with 3ml syringe. Upon opening the package, it appears I received expired box of product.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.